Event description:
Inserted new dexcom g6. Inaccurate readings that would not calibrate over 8 hours caused both high and low blood glucose due to auto adjustments from the tslim insulin pump. The pump responded incorrectly due to inaccurate readings.